Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a false air in line alarm was confirmed during product evaluation by baxter quality engineering. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a false air in line alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.